Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination identified that only the stent was returned. The stent delivery system (sds) was not returned. A visual and microscopic examination identified stent damage. The stent was squashed at one end on rows 1 to 4. The middle section of the stent was slightly kinked approximately 2cm from the squashed end of the stent. The stent length was 27mm. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported the during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The lesion being treated was located in the severely tortuous mid left anterior descending (lad) artery. The 2.75x28mm taxus liberte was advanced to the lesion, but could not cross. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the product analysis revealed stent damage.